Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). A general reagent or analyzer problem was not present as the qc was in range before the event. The sample appeared to be hemolytic. The images of the sample also show particles on the surface. The investigation determined that the root cause was due to a sample quality issue. Correct pre-analytic sample handling is within the customer's responsibility.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit. The initial result was 96.7 ng/l. A new sample was collected, and the kinetic result was < 5 ng/l. The initial sample was repeated with a result of 3.52 ng/l. Due to the initial high result, a coronary angiography was completed with no findings.